Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his basal rates were not accurate in the insulin pump. Customer stated that he was not getting enough insulin. Customer also stated that he has been experiencing high blood glucose levels. Blood glucose level was 404 mg/dl at the time of the call. No further information was provided.